Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided information on resetting the pump, assisted the caller in performing the reset, and confirmed that the malfunction code did not recur. The customer continued using the pump and was advised to call back if the issue reoccurred.